Event description:
On (B)(6) 2021, the patient underwent endovascular treatment of an aortic arch aneurysm using a 37mm x 15cm gore® tag® conformable thoracic stent graft with active control system (proximal), and a 31mm x 10cm conformable gore® tag® thoracic endoprosthesis (distal). According to the report, the procedure was a "high-risk" case, as the patient had blood clots in the descending aorta. An axillo-axillary artery bypass was performed, and then the proximal gore® tag® device was placed just distal to the left common carotid artery. Both gore® tag® devices were implanted as intended, and the procedure was completed without any reported complications. When the patient left the operating room, paraplegia was reportedly noted. As of (B)(6) 2021, the patient was in rehabilitation therapy.

Manufacturer narrative:
As gore was unable to determine which gore® tag® device was involved in the reported complaint, an additional gore® tag® device (tgu313110j/20330164) will be included in this report. It should be noted the gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis).¿